Event description:
Lead extraction procedure of ra, rv, and lv leads. A tightrail device and lld's were in use during the procedure. As the tightrail device was being used around the tricuspid valve, a drop in bp was noted. Rescue efforts commenced immediately. When sternotomy was performed, a hole was found in the atrial wall at the tricuspid annulus (where the lead had scarred into the wall of the atrium). Injury was repaired; old leads were abandoned; new leads were implanted. Patient survived procedure.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
Evaluation codes edited after device evaluation. Device evaluation: the trigger would not activate with trigger pulls. Biological material seen.